Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication.it was reported the outer gaskets of the 512s trocar tore causing leakage of pneumoperitoneum. Three of five trocars tore and had to be replaced before continuing with the procedure. There was no consequence to the pt.